Manufacturer narrative:
(B)(4). Additional information: on an unreported date in (B)(6) 2014, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized in the same month as the onset for the peritonitis event. Treatment for the peritonitis event was not reported. The pd therapy has been discontinued and has not resumed yet. On an unreported date in the same month as onset of the peritonitis event, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. During follow up, the reporter and nurse declined to provide additional information on the event.